Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been hospitalized for high blood glucose (bg) levels. The customer stated that she had been ignoring the high bg and it ended up "getting too high". The customer requested assistance from tandem technical support to load a cartridge onto the pump as per the healthcare provider's request. Although requested, the customer declined to provide any further information regarding the hospitalization.